Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted in 2013 and removed/replaced on (B)(6) 2021 due to the device stopped pumping up. Device unable to cycle, makes squeaking sound consistent with a leak. Upon explant, there was a leak at the tubing from the pump to cylinder. The explanted prosthesis was not returned for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, initial procedure done in 2013. Device stopped pumping up a few months ago. Device unable to cycle, makes squeaking sound consistent with a leak. Upon explant, there was a leak at the tubing from the pump to cylinder. Drained and retained old reservoir. Put a new reservoir on left side. Reservoir filled with 100ml. Device removed and replaced.